Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a cystogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange could not be clearly visualized under endoscopic ultrasound (eus). The second flange of the stent was deployed outside of the intended location. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was removed using rat tooth forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. There was no damage noted to the stent. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device, and normal procedural difficulties can affect device performance and integrity. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a cystogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange could not be clearly visualized under endoscopic ultrasound (eus). The second flange of the stent was deployed outside of the intended location. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was removed using rat tooth forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.